Manufacturer narrative:
A follow up conversation was conducted in person with the attending surgeon and additional information was acquired. During the ICD battery change out, the physician was dissecting near the lead (st. Jude copolymer) at 40 watts coag. The physician acknowledged that the setting might have been too high and caused the damage to the insulation. The physician stated future dissections around leads will be performed at lower power settings.

Event description:
It was reported to an invuity representative on (B)(4) 2017, that the insulation of a lead was accidentally damaged during a battery replacement of an ICD. A suture sleeve was applied over the damaged area of the insulation. The case was completed with no further incident and no impact to the patient.